Manufacturer narrative:
After review, the date of the patient's death - the adverse events reported were corrected to (B)(6) 2014.

Manufacturer narrative:
After clinical review, the product involved quantity/section is being corrected/changed to one (1) each.

Manufacturer narrative:
As reported, the patient had a diagnostic angiogram performed from the right groin the day before successful implantation of a precise 8 x 30 stent n the distal left common carotid artery. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The sheath used for the study index procedure was a cordis 5 fr. 11 cm. Sheath which was exchanged for a 7.5 fr. 11 cm. Ms sheath. The left groin access for the study procedure required two (2) separate punctures to access the left femoral artery. An angiogram of the left femoral artery performed after the study index procedure showed no swelling or hematoma. An arterial monitor was attached to the sheath. The sheath was later removed at bedside. The day of discharge/the day after the study index procedure, the patient was reported to have expired. Additional information received indicated that the patient had a retroperitoneal bleed from a ruptured left femoral artery that was surgically repaired. The bleed was reported to have occurred approximately eight hours post-sheath removal. The angiogram performed of the left leg with runoff indicated that the left superficial femoral artery (lsfa) was totally occluded proximally and a perforation was noted in the distal common femoral right above the profunda and sfa. Two non-cordis stents: an 8 x 40 and an 8 x 20, were deployed to the left external iliac. A non-cordis 5 x 40 balloon catheter was inflated in the left femoral artery and was left inflated as the patient was transported to the operating room (or). The event was reported to be unrelated to a cordis product and was related to the index procedure. The cause of death/cardiac type was reported to be ¿other¿. No autopsy was performed. The death certificate was received. The cause of death was reported to be: atherosclerotic heart and vascular disease, congestive heart failure, peripheral vascular disease, and hypovolemic shock. The product was not returned for inspection. Additionally as the sterile lot number was not available, review of the manufacturing records (DHR) could not be performed. Access site complications are a common procedural complication of invasive or interventional procedures and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during the procedure. In this case, there were two punctures/sticks of the left femoral artery during the procedure. Without the return of the actual complaint product the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
The sheath used for the study index procedure was a cordis 5 fr. Ii cm. Sheath which was exchanged for a 7.5 fr. 11 cm. Ms sheath. The left groin access for the study procedure required two (2) separate punctures to access the left femoral artery. An angiogram of the left femoral artery performed after the study index procedure showed no swelling or hematoma. An arterial monitor was attached to the sheath. The sheath was later removed at bedside. The day of discharge/day after the study index procedure, the patient was reported to have expired. Additional information received indicated that the patient had a retroperitoneal bleed from a ruptured left femoral artery that was surgically repaired. The bleed was reported to have occurred approximately eight hours post-sheath removal. The angiogram performed of the left leg with runoff indicated that the left superficial femoral artery (lsfa) was totally occluded proximally and a perforation was noted in the distal common femoral right above the profunda and sfa. Two non-cordis stents: an 8 x 40 and an 8 x 20, were deployed to the left external iliac. A non-cordis 5 x 40 balloon catheter was inflated in the left femoral artery and was left inflated as the patient was transported to the operating room (or). The event was reported to be unrelated to a cordis product and was related to the index procedure. The cause of death/cardiac type was reported to be ¿other¿. Addendum: no autopsy was performed. The death certificate was received. The cause of death was reported to be: atherosclerotic heart and vascular disease, congestive heart failure, peripheral vascular disease, and hypovolemic shock.

Manufacturer narrative:
Additional information/cec adjudication minutes were received for this patient. The minutes indicated: death, cardiac (B)(6) 2014-procedure-related/agree; (B)(6) 2014 disagree. Additionally, the committee noted: the patient was a (B)(6) woman with a history of chf (class iii/IV), severe pulmonary disease, clinical copd, severe aortic/mitral valve disease, two or more proximal or major diseased coronary arteries with > 70% stenosis that have not or cannot be revascularized, bilateral carotid artery stenosis, dyslipidemia, smoking, diabetes, cad, coronary percutaneous revascularization, mi, and hypertension. Pre-procedure on (B)(6) 2014, the nih stroke scale score was 0 and the rankin stroke scale score was 0. On (B)(6) 2014 she underwent the index procedure with delivery of the angioguard¿ rx ecgw, pre-stent balloon angioplasty, and placement of one precise® pro stent in the left distal cca. The angioguard¿ rx ecgw was retrieved with no debris was found in the filter. The site reported a 5% final residual in-lesion stenosis. The patient had hypotension requiring IV pressors and was transferred to cvicu for further management. On (B)(6) 2014 at 03:25, the ck was 300 (nl 192, ratio 1.56) and the ckmb was 6.6 (nl 3.6, ratio 1.83). No additional cardiac enzymes draws were performed for this event, according to the site. ECG tracings are available for review. The patient remained intubated post-operatively when on the morning after surgery she developed ventricular fibrillation followed by asystole. She was resuscitated for approximately 85 minutes, but unsuccessfully. Despite aggressive CPR, she expired. The additional adverse event of hypotension was captured in the file. No other change to the file or complaint conclusion as captured/reported.

Manufacturer narrative:
Other relevant history, preexisting medical conditions: high risk criteria: chf (class iii/IV) and/or known severe left ventricular dysfunction lvef<35%, recent mi (greater than 24hrs. And less than 6 weeks), severe pulmonary disease, knowledge of two or more proximal or major diseased coronary arteries with > 70% stenosis that have not or cannot be revascularized, and bilateral artery stenosis as determined by angiography in which both carotid arteries require treatment as defined as: 1) symptomatic on both sides with >/= 50% stenosis, or 2) asymptomatic on both sides with >/= 80% stenosis, or 3) symptomatic with >/= 50% stenosis on one side, and asymptomatic with >/=80% stenosis on the other side. Concomitant products: 7 mm angioguard; sheaths: cordis 7.5 fr. 11 cm. Ms sheath, 2 each 5 fr. 11 cm. Cook 7 fr. 90 cm shuttle sheath, cordis 4 fr. 23 cm.; precise stents: 8 x 40, 8 x 30; bc:medtronic admiral xtreme 5 x 40; stents: medtronic complete 8 x 20 and 8 x 40. Addendum: additional information received indicated that the patient had a diagnostic catheterization the day before the reported event using a 5 fr. 11 cm. Cordis csi via the right groin. Post-procedure, a small hematoma was noted. The report received from the sapphire study indicated that the patient had a precise 8 x 40 stent successfully implanted in the distal left common carotid artery during the study index procedure. A 7 mm. Angioguard embolic protection device was used. A contralateral lesion/proximal right internal carotid artery (rica) target lesion was also treated on the same day. A precise 8 x 30 stent was successfully deployed. A 7 mm. Angioguard was also used. The residual stenosis of the distal left common carotid artery was 5%. The residual stenosis of the proximal rica target lesion was 0%. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient¿s discharge nih stroke scale score and stroke scale score were both zero which is the same as baseline. The patient¿s cardiac enzymes were noted to be elevated post-procedure. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.